Event description:
Patient's caregiver contacted dexcom to report patient had a hypoglycemic event and was treated with glucose.

Manufacturer narrative:
Date of medical intervention: (B)(6) 2013. Nurse stated that patient had a low of around 62 before starting sensor and before seeing the ??? Error code. She administered glucose as a result of the low finger stick value, not due to seeing the ??? Error code. Patient did not lose consciousness and was coherent. The nurse reported the glucose reading error ??? Lasted about 10 minutes while starting sensor. The nurse is an in-home care nurse who regularly takes care of the patient. Patient was at home while being treated by the nurse. Patient is reported to be doing well.